Event description:
Pt presented with multiple vad pump stop, low flow alarms, and warnings to replace controller - which had been happening since (B)(6) 2018. He was admitted to hosp for perc lead repair. This was completed on (B)(6) 2018. Pt continued to have alarms over the weekend and underwent hm2 pump exchange on (B)(6) 2018.